Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sigmoidectomy, while clamping the sigmoid, the surgeon was able to press the green button and squeeze the handle, but the device did not fire. The knife did not advance and the staples were not placed. Another handle was used with the same reload to complete the case. There was no patient injury.